Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: date of event: exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exp. Date & lot number not provided for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had a subtrochanteric fracture. Initially, the patient underwent an open reduction internal fixation with femoral neck system (fns) on (B)(6) 2019, for the femoral neck fracture which the patient obtained after a fall last (B)(6) 2019. During surgery, the surgeon inserted the first unknown locking screw into the fns plate with 2 holes, the direction of the screw was off center, so the surgeon re-inserted the screw again. The surgery was completed without any problems. On (B)(6) 2019, 18 days after the surgery. The patient reported pain, but the doctor didn't find any problem after an x-ray was taken. On (B)(6) 2019, the nurse noticed that the patient's leg was deformed. It was then confirmed by an x-ray that the patient has a femoral trochanteric fracture at the area of the plate. The hospital plans a bipolar hip arthroplasty on (B)(6) 2019, to replace the fns implants to an artificial bone head. The doctor has no idea why the second fracture occurred because there was no event such as patient fall. This complaint involves four (4) devices. This report is for one (1) femoral neck system plate 2 hole - sterile. This report is 1 of 4 for (B)(4).